Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. Provocative testing was performed; noise could not be reproduced. Diagnostic imaging was performed; lead damage was not confirmed. Lead revision was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing noise and lead damage were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found clavicle crush damaging/breaching the ring electrode cable lumen, inner coil lumen and ptfe liner with abraded one ring electrode etfe cable coating distal to suture tie impression. The cause of the reported events was due to the clavicle crush and to the exposure of the inner coil and abrading one of the ring electrode etfe cable coating at that clavicle crush region.

Event description:
It was reported that the lead was explanted.